Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient possibly received inappropriate anti-tachycardia pacing for supra ventricular tachycardia (svt) that was detected as ventricular tachycardia (vt). Follow up yielded no information. The device remains in use. No patient complications have been reported as a result of this event.